Manufacturer narrative:
A2: age at time of event: 18 years or above.

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent got dislodged. The stent remained attached to balloon and was removed together outside the patient's body. The procedure was completed with another of same device. There were no patient complications.